Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "the impression of the graduation of the syringes is incorrectly. The patient has hypoglycemia due to a possible error in rapid insulin dosing due to the incorrect impression of the graduation of the syringes. One of the syringes is for you to compare that dosage. In one it is seen that it starts lower and in the other correctly. Anyway I mention again that since may many syringes have been going wrong in different boxes."

Manufacturer narrative:
H.6. Investigation summary: customer returned photo of a syringe. Customer states that the impression of the graduation of the syringes is incorrect and the patient has hypoglycemia. The photos were examined and it is difficult to determine if the scale markings are printed within specifications solely from the photos. A review of the device history record was completed for batch# 9119551. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200821207] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the scale markings are printed within specifications solely from the attached photos. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that scale marking error was found before use with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "the impression of the graduation of the syringes is incorrectly. The patient has hypoglycemia due to a possible error in rapid insulin dosing due to the incorrect impression of the graduation of the syringes. One of the syringes is for you to compare that dosage. In one it is seen that it starts lower and in the other correctly. Anyway I mention again that since may many syringes have been going wrong in different boxes. "